Event description:
It was reported that particulate matter (pm) and damage was observed with an unspecified quantity of integrated apd sets with cassette. This issue was further described as, ¿cassettes are not translucent, they appear ¿milky¿, and defects such as hair particles, cracks and spots are visible". One (1) set was used by the patient for peritoneal dialysis (pd) therapy and an unspecified quantity was unused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Event date: the events occurred on an unspecified dates in (B)(6) 2022. The devices were received and are currently awaiting evaluation. Should additional relevant information beme available, a supplemental report will be submitted.

Manufacturer narrative:
H10: four devices were received for evaluation with unknown lot; however, follow up with customer stated that the samples returned were representative of the reported issues for this lot number. Visual inspection with the naked eye and under magnification did not identify any abnormalities that could have contributed to the reported condition. The report of white ¿film¿ appearance was determined to be not an actual residue or substance; it is a normal characteristic of the material that occurs during the manufacturing process. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.